Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Patient reported, a right side reoperation, due to "other". "Dr. Had to make nipple the same size as left", which is considered nipple reconstruction, which is not a complaint against the device. Patient reported, having been diagnosed with a neurological disease and specifies ¿migraines¿. This record is for the right side. Follow-up reveals, there is no complaint against the device. Healthcare professional, later reported, "rupture/deflation. And grade IV, capsular contracture". Device has been explanted.